Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 70 mg/dl at the time of the event. The customer was treated with food and emergency medical services. Troubleshooting was performed and later it was declined. The customer had been using the insulin pump system within 48 hours. It was also found that the auto mode feature was not active at the time of the event. The customer lost the transmitter and almost went into a coma, paramedics were called to get blood glucose back up leading up to the event. The treatment for low blood glucose was paramedics to get the blood glucose back up. The nature of treatment was that emergency medical services were dispatched to the home. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated description summary: on (B)(6) 2024, customer's daughter called to get transmitter that was thrown away by the hospital replaced (customer was in the hospital for broken hip unrelated to diabetes or pump). Then, on (B)(6) 2024, customer's daughter reported that customer almost went into a coma on the evening of (B)(6) 2024. Paramedics were called to get her low bg back up. Caller did not say if the customer treated with food. Caller said customer lost her transmitter so she could not keep track of her blood glucose values.